Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011, including two leads with the same lot number. It was reported the patient felt overstimulation through her entire body, so she turned the stimulation off. When the patient turned the system back on, she could not feel any stimulation. An x-ray was performed, revealing both leads had slightly pulled out of the ipg header. Both leads had migrated, and all impedances were low. The patient was revised on (B)(6) 2011; the physician replaced both leads regaining stimulation coverage.